Manufacturer narrative:
The patient's weight is (B)(6) kg. (B)(4) - the reported event of slit in port. The reported event medication leaking from slit in port. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the suture to be intact and without issue. The tip had dissolved and the remaining opening was without issue. The suction port was open, feeding and medication ports were closed. User had placed a portion of an examination glove around the hub between the medication and suction ports and secured it in place with a white zip-tie. The zip-tie and glove material were removed and a tear was found distal the medication port. The tear measured to be approximately 4 mm long. Residue was found around the tear indicating leakage during use. The returned unit was consistent with the complaint incident that the device hub was split and leaked during use. It remains unknown if the defect occurred due to manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A review of the device history record was performed for lot 13747113 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2011. According to the complainant, post procedure while administering medication it was noted there was a slit in the medication port. The medication leaked from the slit. A new three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2011. According to the complainant, post procedure while administering medication it was noted there was a slit in the medication port. The medication leaked from the slit. A new three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2011. The patient's condition at the conclusion of the procedure was reported to be fine.